Manufacturer narrative:
A lot history review (lhr) of rewk0234 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for evaluation.

Event description:
It was reported that the customer had difficulty to remove the guidewire from the catheter, damaged it (guidewire), it was necessary to use a new product.